Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call keypad anomaly and battery out limit alarm. Customer¿s blood glucose level was unknown. Troubleshooting for the device was unable to be performed due to the device not being registered to customer. Customer declined to return the malfunctioning device.